Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after visiting a gym while the device was disconnected. Customer reported that blood glucose levels were not impacted. During troubleshooting with tandem technical support, customer reported she uses a clip that covers the speaker holes with an adhesive. Customer was informed to let the device vent and that alarm will clear. Customer acknowledged.